Manufacturer narrative:
A partial lead measuring 60.8cm was returned in two segments for analysis. External insulation abrasion was noted at 12.3-12.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that when the patient presented for device change out, lead to can abrasion was observed and the lead was repaired. Later, the patient received notification for non sustained lead noise episodes due to t-wave oversensing. The lead was explanted and replaced.